Event description:
It was reported that the right spinal cord stimulation (scs) lead had migrated and patient felt no stimulation. It was also noted that the leads were interrogated with clinician programmer and showed left lead had two impedances. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted devices were not returned as these were retained per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number:7170627. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI): (B)(4).